Event description:
The phlebotomist noted that immediately after drawing blood & placing the sharps in the sharpsmarts container, a few drops of blood appeared on the patient's shoulder. After the patient left, the tech searched the room and found a needle from a pediatric butterfly between the seat & arm of the chair. The needle had been placed in the sharpsmart by the prior employee, who did not activate the tray, thus leaving the needle in the tip tray. The needle was ejected when the next tech activated the tip tray to dispose of the sharps. The product representative was contacted & came out to investigate. Noted that they had never had a report of such an incident in the past 4 years. Follow-up reveals: that the needle was placed appropiately, but because of it's weight being very little, it did not trip the tip tray therefore, the needle did not go into the bottom part of the sharps container. The site believes this is also an education issue and have brought to the staff's attention the need to manually tip the tray in such cases.